Manufacturer narrative:
Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth and possible scratch on right eye at 5 month post-operative exam. The patient had come in with swollen right eye under lid (rul) with pain and blurry vision. The patient indicated pain was a 7 out of 10. A bandage contact lens (bcl) was place on the right eye with alternate warm/cold compresses and antibiotics 4 times a day (qid). Bcva from (B)(6) 2015: right eye pre-op 20/20 -3.00 x -.25 x 145, left eye pre-op 20/20 -2.50 x -.25 x 165. Bcva from (B)(6) 2015: right eye post-op 20/30 -.75 x -.50 x 0, left eye post-op 20/20 -.25 x .00 x 90.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.